Event description:
Alleged event: healthcare professional reported capsular contracture baker grade unknown. Later healthcare professional reported "capsular contracture baker grade IV" and "punctured to remove saline" of a non-(B)(6) device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref: mw5188433.